Manufacturer narrative:
Insulin pump was received with missing reservoir retainer ring, missing reservoir tube o-ring, minor scratched lcd window, cracked select button keypad overlay and faded serial number label. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the reservoir retainer ring was loose. Customer's blood glucose was unknown. Insulin pump would need to be replaced.